Manufacturer narrative:
A steris service technician inspected the unit and found that water was leaking from the drip pan. The technician also found that the solenoid valve required replacement. The technician cleaned the strainer for the drip pan, replaced the solenoid valve, and then confirmed the unit to be operating according to specification.

Event description:
The user facility reported their reliance endoscope processing system was leaking water. No injury or procedural delay was reported.